Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The caller stated that they had many issues with the insulin pump such as bent cannulas, high blood glucose levels and experiencing ketones. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.